Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Event description:
The customer's son reported the customer felt "off" and when she tested her blood glucose using her freestyle lite meter, she received a reading of 297 mg/dl and thought the reading was higher than she felt. It was also reported that the customer took 5 units of insulin based on that reading and then experienced slurred speech and loss of consciousness. The paramedics were called and the customer's son reported the customer was treated with a saline and dextrose intravenous drip solution. The customer was not reportedly transported to a health care facility and no further medical third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Caller states that a patient arrived at the hospital in critical condition and reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 467 mg/dl and 126 mg/dl. Patient passed away due to heart disease - no reported adverse event related to the erratic results. Requested return of suspect device and replacement was sent.